Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar spondylolisthesis and underwent the following procedures: l4-l5 segmental spinal fixation with instrumentation. Posterolateral fusion l1-s1 with local bone, bone morphogenic protein and morselized cortical allograft. Application and removal of headholder. As per op-notes, "over the decorticated posterior elements, we then added bone morphogenic protein soaked using a large package. We then added the morselized cortical allograft, taking care that no bone fell into the midline decompression defect at l5." The patient was also pre-operatively diagnosed with l1-s1 spondylosis and stenosis with l4-l5 degenerative spondylolisthesis with epidural mass, l4-l5 with intractable lumbar radiculopathy and underwent the following procedures: laminectomy at l1-s1 with bilateral partial facetectomies and foraminotomies at l1-l2, l2-l3, l3-l4, l4-l5 and l5-s1 with removal of very adherent calcified epidural mass l4-l5. All with mep, sep, emg and fluoroscopic monitoring. On (B)(6) 2010: the patient was admitted to rehab to improve mobility, ambulation, balance, strength, endurance. On (B)(6) 2010: the patient presented for office visit. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.